Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed a non sustained right ventricular oversensing episode due to a slow ventricular tachycardia. No changes or intervention was reported. The patient condition was stable.